Event description:
The patient required an acute stroke intervention secondary to an occlusion in the left proximal basilar artery. During the procedure, a minute catheter tip fragment was embedded in the left pca. Clinical decision was made to not remove the fragment.